Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
During a tibo-talar-calcaneal arthrodesis of the left side, the metal portion of the panta jig would not properly screw into the outer portion of the jig which, in turn, only caused one side of the jig to compress as compression was applied. Surgery was prolonged by 10 minutes; there was no injury to the patient.